Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported receiving a button error alarm on the insulin pump. The customer's blood glucose was 190.8 mg/dl at the time the issue was reported. Nothing further reported.